Event description:
Clinical trial. It was reported that 695 days following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis. The index procedure identified and treated one de novo, 3.0x15mm, 99% stenosed, mildly calcified, mildly tortuous lesion of the mid lad (left anterior descending). The lesion was treated with predilation, placement of a 3.0x20mm taxus express2 drug eluting stent, and post dilation resulting in 0% residual stenosis. The pt was discharged the following day on asa and plavix. The pt returned 695 days post procedure with focal in-stent restenosis of the proximal lad which was treated with a taxus express2 drug eluting stent. The investigator noted that the relationship of this event to the device was unknown. The patient was taking asa and plavix at the time of this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. The root cause is unknown.